Manufacturer narrative:
After battery installation, the unit powered up with a critical pump error (the alarm was generated when a power failure was detected) which was unclearable. No frozen screen were noted. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. The alarm was generated when a power failure was detected. Is probably due to some problem with the electronics. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the unclearable the alarm was generated when a power failure was detected. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm. Customer was able to clear the alarm also able to rewind the insulin pump. Customer performed self-test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.